Manufacturer narrative:
This complaint was initiated from litigation documents received from medcomp legal representatives. The incident occurred in 2022. A review of the complaint database indicated medcomp was not notified of this incident at the time of occurrence. The initial product issue was identified as chills/fever due to an infection. Mssa, or methicillin-susceptible staphylococcus aureus was identified. This is a bacterial infection that develops when bacteria enter the body through a cut or wound on the skin. Ports are accessed by penetrating the skin with a needle. If the skin over the port is not adequately cleaned bacteria can be pushed into the body. The additional information, a portion of the patient's medical records, received from medcomp's legal representative was evaluated. The information indicated the diagnosis of "sepsis secondary to staph aureus bacteremia" leading to port removal. The record also indicated that this may be a transient bacteremia from an oral source unable to be cleared secondary to foreign body presence. The cause of the infection cannot be determined. Product was sterile when shipped. The sterilization records for the load this catheter lot on were reviewed. The load passed all requirements of sterilization. The instructions for use include the following. Possible complications: catheter or port related sepsis. Implantation prep: surgically prep and drape the implantation site. Use: aseptically locate and access port. Current literature identifies the most common complications of implanted ports are infection and catheter-related thrombosis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per litigation documents received: patient presented to the hospital complaining of fever and chills. Samples taken from the device (port) and blood tested positive for mssa bacteremia infection. The device was removed. Additional information received from medcomp's legal representative. A portion of the patient's medical records stated the following. "Sepsis secondary to staph aureus bacteremia. Source most likely represents her port-a-cath. It is unusual that her last manipulation of the port was greater than 3 weeks ago. There is some mild overlying erythema, but this may be related also to recent blood draws. This may be a transient bacteremia from an oral source unable to be cleared secondary to foreign body presence. Port-a-cath requires removal."